Manufacturer narrative:
This report is submitted on january 04, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to extrusion of the electrode lead into the external auditory canal. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 07, 2024.